Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level at the time of incident was 523 mg/dl and the current blood glucose level was normal. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin for high blood glucose event. Customer was unable to complete carelink upload. Customer was alleging possible insulin pump under delivery. The device will not be returned for analysis.